Manufacturer narrative:
The device was returned to the manufacturer for evaluation, in which the complaint that the string used for band deployment tore following the third band deployment was confirmed. The cause of error could not be identified. No sharp edges were identified in the barrel and it is not known if the endoscope at the user facility bore any sharp edges.

Event description:
It was reported that the ligator thread loop tore after the third trigger. This issue occurred during a demonstration with the scope with no patient involvement.